Manufacturer narrative:
Evaluation - a work order search was conducted, and there was no similar complaint found.

Event description:
It was reported that the pt had a micl12.6 implantable collamer lens implanted in right eye in 2008. As part of the study, the pt reported that he was experiencing a glare and halos at night. The refractive technician was contacted, and reported that the post op refraction at about 3 months post-op was .00u, and at the time the pt complained of this condition. The refractive technician stated that the pt has large pupils which may have contributed to this condition. The last time the doctor's office saw this pt in 2008, the bcva was 20/15. See MFR report# 2023826-2009-00370 for the left eye.